Manufacturer narrative:
Optical inspection first step of our investigation is the optical inspection. The visual inspection revealed that the valve has scratch but no deformations or other abnormalities. However, the measurement of the plan parallelism has shown that the valve is clearly out of the accepted tolerance, even if no obvious deformation was apparent, valve out of accepted tolerance 3.5. Permeability test to proof the penetrability of the valve we carried out a penetrability test. This test was carried out at a hydrostatic pressure difference of approx. 20-30 cmh2o in the flow direction. The test results that the valve was not permeable. 3.6. Adjustment test our adjustment tests are carried out with the standard prosa adjustment and measurement tools and check mate as well. The valve is adjusted from 0 up to 40 cmh2o in steps of 4 cmh2o and down again in the same way. It was found out that it was possible to adjust the valve in all pressure settings. 3.7. Braking force and brake function test to measure the braking force we have investigated the valve with a braking force apparatus. Here, it is measured how much force must be exerted on the housing to release the rotor to adjust the valve by the integrated magnet of the braking force apparatus. In case of the prosa valve, the brake force test has shown that the braking force was inside the expected specification. Computer controlled test the test is performed with miethke computer controlled testing apparatus. The valves was tested by simulating a liquor flow between 60 ml/h down to 5 ml/h and up again to 60 ml/h in vertical position (in acc. To iso 7197). Distilled water has to be used as test liquid. Because the valve was send dry and was not penetrable, a computer controlled test is not applicable. Therefore, an investigation into the suspected over-drainage couldn't be carried out. 4. Result first of all, we want to point out that we received the valve dry. The investigation of dry items is not significant because dry deposits of liquor and blood can affect the product performance. In spite of this, we still decided to investigate the valve in all possible manner as best as we can. In the visual inspection of the prosa valve we could has scratch but not detect any deformations or other abnormalities. Nevertheless, the measurement of the parallelism has shown a deformation of the housing membrane (pic 3). In the further course of investigation we carried out a permeability test. The investigation has resulted that the valve not permeable. It was possible to adjust the valve from 0 up to 40 cmh2o and down again in the same way in steps of 4 cmh2o. To proof if the brake function is full in place we carried out a brake function test. The investigation has shown that the braking force was inside the expected specification. To check the suspected over-drainage it would have been necessary to carry out a computer controlled test. Because the valve was sent dry and was not permeable this test was not applicable. Given the fact that during the treatment with shunts the following complications may arise (as described in the literature): infections, blockages caused by protein and/or blood in the cerebrospinal fluid, over/under drainage 1 we decided to dismantle the valves. Within the prosa valve we found only slight deposits or substance of protein, but more deposits were found on the cover might could be the reason for the assumed difficulties of permeability. Deposits of protein inside pic 5: deposits of protein on the prosa cover based on the condition of the valve at the time of delivery for examination we could not test the valve on the suspected over-drainage, due to the fact, that the valve was send dry. Nevertheless, we suspect that the deposits inside the valve could have caused the presumed over-drainage in the past. At the time of delivery there is no failure detectable with the valve. 5. Further actions no further actions are required from our point of view. No further actions are required from our point of view. Please make sure that in the case of submission, you are advised to insert explanted valves into liquid to ensure a meaningful examination.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the device malfunctioned.